Event description:
It was reported that a pump alert for a low cartridge occurred despite a new cartridge being installed. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer was unable to resolve the issue with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.